Event description:
It was reported that during the implant procedure, insulation damage was noted on the lead. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.